Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain, swelling, poor compliance of physical therapy post-op, arthrofibrosis, flexion range of motion 85 - 15 degree contracture, knee going out, stiffness. This complaint is confirmed via medical records. Root cause was unable to be determined for instability. For pain, stiffness, and range of motion, investigation results concluded that the root cause of the reported event is attributed to non-device related factors as arthrofibrosis is a known postoperative procedure related complication. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that the patient had an initial right total knee arthroplasty. Subsequently, the patient had poor compliance following physical therapy immediate post-op and developed increasing pain, stiffness, limited range of motion, and reports three falls since surgery due to the feeling of the knee going out. Approximately 4 months postop, the patient underwent a manipulation under anesthesia due to arthrofibrosis. All implants remain in place and the procedure was completed without complication. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(6). D10: 42502606202 - femur cemented cruciate retaining (cr) standard right size 7 - 65076286. 42532006402 - tibia cemented 5 degree stemmed right size c - 64367587. 42540000032 - all poly patella cemented 32 mm diameter - 64940763. 110035368 - biomet bc r 1x40 us - ay18af1003. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00230.